Event description:
It was reported that the patient experienced inadequate stimulation despite multiple reprogramming. It was noted that the leads had migrated. The patient underwent an explant procedure. No device malfunction was suspected. The explanted leads were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).